Manufacturer narrative:
Additional information was provided by the customer. There is a foreign material inside the channel. However, it was confirmed that the scope was not reprocessed at bed side.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had clogged auxiliary channel due to foreign material inside the channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The device had no physical damage at detection of the material. The event can be detected/prevented by following the instructions for use which state: IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection states detection methods. IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.